Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse events of an umbilical hernia, which warranted surgical intervention. While there is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused the event(s). The liberty select cycler cannot be excluded from having a possible contributory role in the exacerbation of the patient¿s umbilical hernia. Hernias are a well-known potential complication of pd therapy due to increased intra-abdominal pressure created during pd therapy. During therapy, this pressure caused can create or exacerbate weaknesses in the supporting abdominal wall structures. Additionally, the surgical introduction of the pd catheter (not a fresenius product) also increases the risk of hernia formation.

Event description:
It was reported that a peritoneal dialysis (pd) patient had surgery. During follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn), it was discovered the patient successfully underwent an outpatient umbilical hernia repair on 3/sep/2020. The patient stated the umbilical hernia formed prior to the beginning renal replacement therapy (rrt), when the patient lifted a heavy bag of dog food. The patient stated they were aware continuous cycling peritoneal dialysis (ccpd) therapy would likely exacerbate the hernia, which would then eventually require surgery. The patient¿s nephrologist ordered low volume, manual pd therapy for four weeks following surgery, after which the patient resumed utilizing the same liberty select cycler as before surgery. Additional information was requested (e.g. Complete past medical history, medication list, treatment data), however the patient stated they preferred not to discuss these items. The patient stated they are recovering from the event and are utilizing her liberty select cycler without issue.